Manufacturer narrative:
The unit was received with intermittent button response due to corroded keypad traces. The unit was also received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, and cracked belt clip slot.

Event description:
It was reported that the act button on the insulin pump is not responding. Customer reverted to using another insulin pump. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.